Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of sheath detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the flare detached. The catheter had no kinks, and exhibited evidence of the flare process performed during manufacturing. The condition of the device rendered functional testing impossible. The complaint was confirmed; the detached flare prevented snare extension. Given the event description and the condition of the returned device, there isn't enough information to conclude a probable root cause. There is an investigation in place to address flare detachment issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the snare failed to extend during functional testing. The user checked the device again and discovered that the sheath had detached. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the snare failed to extend during functional testing. The user checked the device again and discovered that the sheath had detached. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.